Event description:
Scrub tech opened a green reload for the echelon powered stapler. As scrub tech was placing reload into stapler, it was noted there was a hole in the packaging of the green load. Scrub tech removed stapler and load from the field and changed gloves. New stapler and load opened. No harm to patient.